Event description:
The user facility in china reported the vitrectomy cutter did not cut when the doctor began to perform the operation. Aspiration continued while the cutter was not working. There was no impact to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Manufacturer narrative:
Although the product was not received for evaluation, a review of the video provided by the user facility was performed. The original packaging is not visible in the video. The part number and lot number cannot be verified or determined. However, the video does clearly show a 23ga vitrectomy cutter in a surgical setting. The tip of the vitrectomy cutter is in a priming cup. The tubing is fully assembled and appears to be correctly attached to the stellaris system, though it cannot be verified by viewing the video if all the tubing connections are tight. The cutter is activated with the cut rate set to 5000 cuts per minute. The cutter can be heard "humming", and the water surface agitation verifies that it is active. In addition, the system vacuum rate is set to 200 mmhg. The tubing has large air bubbles in the line and almost no flow can be seen moving through the aspiration line and no fluid can be seen dripping into the collection cassette. The cutter does not appear to be aspirating. The back cap and barbed connectors are not visible in the video. It is unknown if the aspiration barb is damaged. This cutter has an air leak. The source of the air leak cannot be determined by viewing the video alone. No further evaluation can be performed as the vitrectomy cutter was not received. While the video indicates that the cutter is not aspirating, the root cause could not be determined since the part had not been returned for analysis. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The product evaluation has been completed. One opened bl5223wv pack from lot x6065r was returned. The expiration date on the label is 2025-sep-23. Visual inspection found the collection cassette assembly is dirty with dried solution visible throughout the tubing. However, the collection cassette is clean and dry. The 23ga vit cutter tubing is coiled and rubber band together. There are droplets of dried solution visible in the tubing. The tip protector was not returned. The needle is not bent. The port window is in the opened position. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no defects noted. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performed as intended. It cannot be verified by viewing the video if all the tubing connections were tight, however, they are now. This complaint will be confirmed based on the video. The root cause could not be determined as the returned product performed as intended. No corrective action required. The investigation is complete.